Manufacturer narrative:
The product was not returned for evaluation. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of the DHR, lot history, review of the complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessments. Procedural imagery was reviewed. The imagery provided revealed a pinhole leakage present on the proximal taper section of the inflation balloon, confirming the complaint for ¿balloon leakage¿. The work orders related to the device and any components that are relevant to the complaint event were reviewed. The review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other complaints for ¿balloon leakage¿. Complaint data for the previous 12 months (may 2018 to april 2019) revealed other returned complaints for ¿balloon leakage¿ for the ultra delivery system. Review of the complaint history revealed that the complaint rate did not exceed the control limit. IFU, device preparation and training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. Based on review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Since no manufacturing product non-conformances or labeling IFU/training deficiencies were confirmed, an fmea assessment is not required. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. However, available information suggests that patient (annular calcification) factors, contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limit are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction:  b2 field updated from "other" to "blank".

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26 mm sapien 3 ultra valve was implanted in the aortic position via subclavian approach. There were some difficulties experienced during insertion of the delivery system with valve through the sheath. However, the delivery system was able to be advanced and the valve was implanted, well positioned and fully deployed. There was some blood seen in the inflation device prior to removing the ultra delivery system from the patient but removal completed with no issues. Once out of the patient, there was noted a pinhole on the delivery system.  There was also a ¿split¿ noticed on the outer jacket of the sheath. There were no patient injuries reported and the patient is doing well post procedure.